Event description:
Unable to complete preventative maintenance (pm) on three anesthesia machines per the schedule set out by the OEM (original equipment manufacturer) due to no available pm kits. Site has safety and regulatory concern due to missed maintenance for devices as they are life support devices. Back order issues with OEM put patients at risk. Serial numbers (B)(6). Reference reports: mw5118156, mw5118157.